Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The fiber bundle was wet with some indication of blood contamination. There was no visible coagulated blood within the dialysate compartment or on the circumference of the fiber bundle. Coagulated blood was noted on both ends of the dialyzer, between the screw flanges and the potting cut surfaces. During visual examination of the returned device the investigator did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The polyurethane material was distributed evenly and was noted to be intact, without any visually identifiable damage. The dialyzer was subjected to laboratory leak tests; no leaks were noted during this testing. The dialyzer was then subjected to destructive disassembly for further evaluation. No damage, irregularities or defects were noted subsequent to disassembly. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one material containment hold (mch) and one temporary deviation notice (dn) noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was not able to confirm the failure mode. Submersion of the fiber bundle in a water bath could not isolate any source for an internal leak. Additionally, analysis of the complaint device did not identify any damage, irregularities, or defects that would affect the integrity or performance of the dialyzer unit. Therefore, the complaint has been deemed not confirmed.

Event description:
A user facility reported that a blood leak occurred approximately 1 hour after initiation of the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood test strips were used and positively confirmed the presence of blood. The blood was not visually observed leaking. No dialyzer damage was visible. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 300 cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was available to be returned to the manufacturer for evaluation.